Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication.no additional adverse consequences have been reported from this event. This device is used for treatment.device history record revealed nothing relevant to this event.the device was received and an evaluation was conducted. The complaint was not confirmed. The pump was tested at different settings. All the functions were normal. The device would speed up or slow down as designed depending on where the pressure and flow settings were set. The manufacturer's investigation revealed that there was no indication of continuous running while the unit was under test. Based on the information provided and device evaluation, a definitive cause for this event could not be determined.review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows:warning:" do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury."this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated tothe event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the pump continuously ran during a bicep repair, .pump was stopped and restarted . The surgeon had pump removed before patient injury occurred and converted to an open procedure to complete case. No extended patient stay was reportedno further patient or event information was provided at the time this event was reported.